Event description:
It was reported that a patient underwent a orthopedic procedure on (B)(6) 2024 and suture was used. It was reported that the needle broke in half during the closing of the procedure. They were able to retrieve both pieces of the needle without needing an x-ray. Procedure was completed without patient harm with a new device. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 2/6/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested, the following was obtained: can you identify the lot number of the product that was used? No what was done to retrieve the broken piece? For example, another incision, second surgery? Unknown was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Unknown please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) amanda chen, nurse manager to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.